Manufacturer narrative:
Per the tandem user guide: the pump is indicated for use with novolog or humalog u-100 insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. Reportedly, the customer was using lyumjev insulin with the pump. Tandem customer technical support (tts) informed customer that lyumjev insulin is off-label per the user guide. A system check was performed by tts and the cartridge was blocked. Customer changed cartridge to address the issue. There was no reported adverse impact to the customer¿s blood glucose level.